Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow and pre-implantation testing. There was pro teinaceous and crystalline debris within the interior and exterior of the valve. The instructions for use (IFU) that accompany the device caution that "shunt obstruction may occur in any of the components of the shunt system. The system may become occluded interna lly due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris." The returned valve did not meet the requirements for leak testing due to a tear in the top of the reservoir. The IFU also cautions that "care should be taken in handling the valves as silicone has a low cut and tear resistance." It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the valve was found to be obstructed and could not drain intraoperatively. Reportedly, there was no injury to the patient.